Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Clinical report states patient had off and on pain. Osteolysis was also noted around the trochanteric region. Update rec'd 10/27/2015 - patient was revised due to pain and elevated metal ion levels. The MDR decisions are being reversed for the liner, head, stem, & 2 screws. Update rec'd 10/30/2015 - clinical der received. Patient was revised for metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 11/20/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 11/24/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was found to have an adverse reaction to metal debris. Also noted, there was crevice corrosion on the trunnion and trunnionosis. Yellowish material and pseudotumor type material was encountered. At this time the patient's femoral sleeve is being reported. The complaint was updated on: 12/14/2015